Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) main printed circuit board is contaminated. Upper and lower cases, main rate cover, side bail covers, and ring cover are broken. One side bail is missing.

Event description:
It was reported there was case damage and a bail was missing. The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.